Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Physician reported during intraocular lens (iol) implant procedure, the surgeon noticed that the posterior haptic of the intraocular lens was presumably damaged (cut) by the plunger of the company injector during implantation. It was stated the damaged iol was cut and removed and a similar iol was implanted the following day without any complications. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of the iol was presumably damaged (cut) by the plunger of the injector during implantation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.